Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, s/n(B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The handpiece was not able to induce a 40000000000 error on a known good navio system. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a loose/improper connection between the handpiece and siu. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Corrected data: g2 report source

Event description:
It was reported that during a navio assisted surgery the siu was blown and it is suspected that it was due to three navio handpieces. It is unknown if there was a surgical delay or backup device available.